Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace shears involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The harmonic ace instrument was found to have a broken blade. The blade broke at roughly 0.191¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, when the surgeon was using the harmonic ace instrument, the message displayed indicating, ¿relax pressure on blade¿, even when the instrument was not grasping tissue. There was no report of fragments falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.